Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker was in low tone. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'speaker' was reproduced as distorted audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose speaker. The rear case will be replaced to correct the reported problem. Unusual audio would not be considered a risk to patient safety, only the absence of audio would be a risk. Unusual audio may be an annoyance, but the pump would still alert the clinician to an alarm condition. It is unlikely that this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.